Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was reported that the patient is experiencing pain in hip and back. Patient stated his doctor stated patients x-rays show that the top part is fractured - pin through the rod. As exact implantation date is unknown the first day of (B)(6) 2014 is taken in this report.

Manufacturer narrative:
Additional information was received on 20.10.2017. Surgical report was received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet`s reference number of this file is (B)(4).

Event description:
It was now reported that the patient was implanted on (B)(6) 2014.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: implant breakage review of event description: event summary: it was reported that the patient underwent left hip arthroplasty on (B)(6) 2014. Subsequently, the patient was experiencing pain in hip and back. Patient stated he walks with a cane. The patient reported that his doctor saw the implant fracture on x-rays. It was reported that the pin was through the rod. Patient stated he had a steroid injection on (B)(6) 2017. Review of received data: the documentation received on october 20, 2017 contains several information about the patient history. On (B)(6) 2014, the patient was implanted with a znn nailing system. The implantation reports do not describe any abnormality. The surgery was finished without complications. During control visit on (B)(6) 2014 it is noted that the nail is intact. On the next control on (B)(6) 2015 it is noted that the nail is intact and that the fracture is healed. On (B)(6) 2017 the patient had pain. The doctor noted that the nail is intact and the fracture is healed. In addition, osteoarthritis was seen on the left hip. On (B)(6) 2017 it is noted that leg lengths were asymmetric, with the affected side being 2cm short. The nail is intact. The fracture is healed. Mild osteoarthritic change present. On (B)(6) 2017 the patient had continuing groin pain. Pain with rotation of the left hip. There was a negative thomas test. Leg lengths were equal. There was a negative trendelenburg sign. Osteoarthritis left hip. On (B)(6) 2017 x-ray control was taken which showed that the nail was fractured. The bone fractured is still healed. Moderate osteoarthritis present. The patient was informed that the removal of the fractured nail is complicated. It was decided to leave the broken implants in the body. No revision surgery has been performed yet. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: - breakage of implant due to inadequate design of mating components -> not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength -> not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization -> not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) -> not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic) => possible, the device has not been returned for investigation. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, no x-rays were provided. - breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle => possible, no intra operative x-rays were provided. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction -> not possible -> the implant were in vivo for more than 2 years. - breakage of implant due to patient do not follow the post-operative protocol -> not possible -> the implant were in vivo for more than 2 years. - breakage of implant due to explanted implant is used for new implantation surgery -> not possible -> the implant were in vivo for more than 2 years. Conclusion summary: it was reported that the patient was implanted with a znn nailing system on (B)(6) 2014. The received documents showed that the implant was intact and that the bone fracture was healed after 2-3 months. In (B)(6) 2017 the patient had pain and went to the doctor. The doctor noted that the nail was still intact and that the bone fracture was healed. It was also noted that the patient had osteoarthritis. It is unknown why the znn nailing was still in vivo for more than 2 years. In 2015, it was noted that the bone fracture was healed. Internal research documents describe that after healing occurs, these osteosynthesis serve no functional purpose and removal is recommended. It remains unclear why the znn nailing system was left in patient's body even if the bone fracture was healed after a short time. It can be assumed that the mentioned pain of the patient was due to the found osteoarthritis. No devices have been returned to zimmer biomet for material analysis, therefore the fracture areas could not be tested. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).